Event description:
Patient with osteoarthritis had surgery (B)(6) 2009 for interposition graft in the cmc joint with resection arthroplasty. The patient was seen for annual follow up on (B)(6) 2010; it was believed that the patient was experiencing adhesions limiting her mp motion. At that time, it was planned to do a tenolysis to see if this would improve. During the second surgery, there was extensive scarring around the cmc joint and the capsule where the graft had been placed. There was severe inflammation of tissue around the flaps of the interposition graft and the flaps were removed at that time. It was felt by the surgeon that the patient was strongly reacting to the graft. Dates of use: #1 (B)(6) 2009, original surgery, #2 (B)(6) 2010, surgical revision. Diagnosis or reason for use: severe osteoarthritis of cmc joint with spacer graft.